Event description:
A pioneer catheter was selected for use in a pt for the treatment of a heavily calcified sfa. It was reported that the device was tested outside the pt. The device was able to reach the lesion; however, when deploying the needle, there was resistance, and the needle could not be seen angiographically. The device was removed and was tested outside the pt, again without any issues noted. The device was re-inserted, there was a separation at the handle, as two parts of the handle move away from each other and the needle could not be deployed. There was no injury to the pt. Another pioneer plus device was used to complete the case without issues.

Manufacturer narrative:
(B)(4). Evaluation summary: the catheter was returned and its evaluation has been completed. The strain relief and y-connector assembly, with needle lumen and plug cable attached, was returned completely detached from the handle. The stop ring was at the 7 mm mark. The deployment ring was retracted back in the neutral position. The needle was broken off about 6.5 cm out of the handle. The needle tip was within its housing. There was evident trace of glue around the od of the snap-on clip. The snap-on clip at the proximal end of y-connector that provides a mechanical joint between the y-connector and the handle appeared to have snapped out of place due to some force. The device might have been dropped or extremely bent at the failed joint. The hypotube was bent and the snap-on clip was deflected in the same direction as the hypotube. The mechanical joint between the y-connector and handle appeared to have failed and resulted in the detachment of the components. The damage to the components at the failed mechanical joint appeared to have been the result of the application of some extreme force.